Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the catheter was found detached from the catheter clamp after the catheter clamp had already been sutured to the pt. The user alleged that there have been other cases with the same issue. There was a delay, however, there was no reported death or complications to the pt. The pt is fine.